Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . The product could not be evaluated and the reported event was not confirmed. The device history records and sterile certifications could not be reviewed as the lot number associated with the reported event is unknown. All zimmer biomet devices manufactured follow acceptable sterilization processes according to iso/aami/astm & EU guidelines. There are multiple factors that may contribute to infection that are outside the control of zimmer biomet. As all product manufactured by zimmer biomet follow appropriate standards, the root cause is not traced to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that four (4) patients underwent a two-stage knee arthroplasty revision due to infection within 90 days post-operatively. The patients were also noted to have either scar disunion or pain and inflammation. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Ros, fabien, jacquet, christophe, ollivier, matthieu, parratte, sebastien, argenson, jn (28 jun 2020) interim clinical report concerning knee outcomes of tmt cones with short cemented stems, cones with long uncemented stems and long uncemented stems without cone. Unpublished internal interim clinical report. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device remains unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that eight (8) patients underwent a knee arthroplasty revision due to infection. It is unknown how long the devices were implanted prior to the development of infection. Attempts have been made and no additional information is available at this time.